Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the usb port was "wiggly" and that the usb cord is unstable in the port. Customer¿s blood glucose level was 100-120 mg/dl. The customer reverted to an alternate method of insulin therapy.